Event description:
Sorin group (B)(4) received a report, (B)(4), stating that the user of a brat 2 cell saver failed to clear air from the infusion bag and a bolus of air was introduced into the central venous line of the patient during surgery. The patient coded and after approximately five minutes, the patient was resuscitated. Discussions with risk management indicated that the patient is doing fine.

Manufacturer narrative:
The serial number will be forwarded in a follow-up report if available. Sorin group (B)(4) manufactures the brat 2 autotransfusion machine. The incident occurred at (B)(6) hospital. Sorin group (B)(4) received a report, (B)(4), stating that the user of a brat 2 cell saver failed to clear air from the infusion bag and a bolus of air was introduced into the central venous line of the patient during surgery. The patient coded and after approximately five minutes the patient was resuscitated. Discussions with risk management indicated that the patient is doing fine. It was reported that the user did not adequately check and verify that air had been removed from the infusion bag. The brat 2 manual states "to reduce risk of air embolism, remove all air from the primary reinfusion bag before handing the bag over for reinfusion". The brat 2 processing set instructions for use state "to reduce the possibility of air or particulate embolism, sorin group USA, inc. Recommends the use of reinfusion protection devices, including microfilters, when infusion blood products.....; and failure to properly isolate and remove air from fluid bags may result in air embolism to the patient". Risk management stated that the brat 2 machine would be available for evaluation when the hospital completes their investigation. The investigation is on-going. A follow-up report will be filed when the investigation is complete. The user report was inadvertently misplaced upon receipt. This medwatch report is being filed late as a result this issue. It should be noted that the risk management stated that this incident was not reported to sorin via the normal complaint process as they had not yet determined whether there was a problem with the machine or not.